Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of no delivery from the reservoir. The customer's blood glucose reading was 220 mg/dl. The customer changed the reservoir set and cannula and stated that no delivery alarm still occurred. The customer stated that the alarm was resolved by a complete set change. The customer was not able to troubleshoot during time of call. The customer was advised to do a complete set change as soon as possible.